Manufacturer narrative:
(B)(4). The (B)(4) maxtec maxventuri medical oxygen sensor and the maxtec maxventuri associated with this reported incident were mfg by (B)(4) and are being distributed by (B)(4). These products are not distributed by fph in the USA. However, these products are being promoted by fph's sales team in the USA. Fph has advised (B)(4) of this reported incident. We are working to provide any support required for their investigation. (B)(4) will provide their investigation results directly to FDA. Fph has not received complaints of any similar incidents for these particular products.

Event description:
A hosp in (B)(6) reported the following to a fisher and paykel healthcare (fph) rep in (B)(4) involving an (B)(4) maxtec maxventuri medical oxygen sensor and a maxtec maxventuri: "(B)(6) from (B)(6) reported that oxygen reading is jumping to 100%. (B)(6) from (B)(6) informed me that the pt's sats dropped as a result of the max venturi going from 100% oxygen to 21%. The medical staff did everything they could to bring the oxygen concentration back up but this failed and the pt suffered as a result." On (B)(6) 2010, the hosp notified the fph rep in (B)(4) that the pt died. The cause of death is unk at this stage.